Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was a foreign piece of material seen inside the patient tunnel. Because the harvester was afraid that this piece come loose from the used device he opened a new device . Harvester tried to retrieve the foreign piece out of the tunnel, unfortunately without success. The leg was closed. At the end of the procedure the team decided to go back to the patient leg with a new system and to try for the second time to retrieve the piece of material, again without success. So it is likely that the piece off foreign material is left behind in the patient. Inspection of the used device did not show any damage of the device. Per photo provided by the complainant, a shaving is observed inside the tunnel.

Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6-patient code changed to 2687. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be intact. There was a piece of material observed in the photograph, however, we are unable to determine where the material came from as the jaws of the device were not observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "environmental particulates- shavings" was observed in the photograph. The lot # 3000439922 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was a foreign piece of material seen inside the patient tunnel. Because the harvester was afraid that this piece come loose from the used device he opened a new device . Harvester tried to retrieve the foreign piece out of the tunnel, unfortunately without success. The leg was closed. At the end of the procedure the team decided to go back to the patient leg with a new system and to try for the second time to retrieve the piece of material, again without success. So it is likely that the piece off foreign material is left behind in the patient. Inspection of the used device did not show any damage of the device. Per photo provided by the complainant, a shaving is observed inside the tunnel. No harm to the patient so far.